Manufacturer narrative:
Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt developed rash on skin area under tape collar in the 12 o'clock position. Alternate position sample sent to pt for use. Pt outcome was not noted.